Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) male pt for cardiac arrest, the device failed to discharge. Complainant indicated that an "error message" appeared, but they did not know what one. Complainant indicated that the pt subsequently expired.